Event description:
Pt with an impingement syndrome of right shoulder with a/c joint arthrosis and subacromial bursitis had surgery in 2001 to decompress the impingement of right shoulder with mumford resection arthroplasty of a/c joint. At conclusion of the decompression, a pain pump was placed through a portal in subacromial space. This is a new product under trial use. Nurses observed that from where marking was at 2000 the previous day, there has been no movement. Physician's office was called, instructed to untape tubing and pull it out 1/2 inch. Marcaine pump was watched; it did not move. Marcaine pump (stryker pain pump) was discontinued. No intraoperative or post-op complications. Device was given to surgery supervisor to return to stryker rep.